Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that a representative requested review of the patient with this pacemaker had a heart rate of approximately 110 beats per minute (bpm) observed during an in-clinic evaluation. Technical services (ts) reviewed the device data as the representative questioned whether the observed rate could be related to minute ventilation (mv) sensor activity and observed low out of range pacing impedance measurements below than 200 ohms. Ts provided general recommendations. No adverse patient effects were reported. This pacemaker remains in service.